Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would intermittently suspend bolus delivery without user interaction. The customer resumed the bolus delivery. Additionally, the pump battery was observed to be depleting quickly. No reported adverse impact to the customer's blood glucose. Reportedly, the customer declined to provide further information regarding the event.